Manufacturer narrative:
Challenging conical neck.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Ten aptus endoanchors were implanted as a prophylactic during the procedure. The patient had a challenging conical aortic neck. It was reported that, during the index procedure and after six aptus endoanchors had been implanted, a proximal type I endoleak was observed. The physician elected to implant additional endoanchors. The proximal type I endoleak persisted but was reduced. Per the physician the cause of the event was likely due to the patient anatomy of a conical proximal aortic neck. No additional clinical sequelae were reported and the patient is being monitored by their physician.